Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to humidity invaded the light guide (lg) lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the instructions for use (IFU) section: the instruction manual instructions evis exera duodenovideoscope olympus tjf type 145 operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual instructions evis exera duodenovideoscope olympus tjf type 145 reprocessing manual chapter 3 cleaning, disinfection and sterilization describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the light guide lens had foreign material inside and the objective lens had foreign objects. The customer confirmed that the subject device had been reprocessed as per the olympus manual and as per their habit. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Additional issues were identified during the device evaluation:the air water cylinder and suction cylinder have no color, the forceps channel port has a scratch, the right left and up down knobs have a scratch, the suction connector has a scratch, the mouthpiece is loose, the angle wire is worn causing the up down knob to not work, the image guide protector has a scratch, the light guide bundle has breakage, the connecting tube has coating peeling and the universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.